Manufacturer narrative:
The reported inability to tighten the rv set screw was confirmed in the laboratory. The septum was removed and the setscrew hex cavity was found to be stripped. The torque driver was unable to tighten the setscrew due to stripped setscrew.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the physician attempted to insert the lead pin into the connector port during the implant of a new system in an asymptomatic patient, the set screw would not tighten. Another torque wrench was used but the issue still persisted. The device was replaced and the procedure was completed successfully. The patient was stable before, during, and after the procedure and will continue to be monitored.